Event description:
It was reported that the surgeon was at the point where the surgeon was ready to use the screw driver to implant the screw. The surgeon had the low profile inserter on the anchor c implant and started to insert the bone screw in. The screw in question would not seat far enough to lock into place in the anchor c implant spacer. The surgeon said that the ring on the screw head was not allowing him to advance the screw to the final locking position. Therefore the surgeon took out the screw and used a rescue screw with the measurements of 4.0x14.

Manufacturer narrative:
Method: device not returned. Results: without a returned device to evaluate, no plausible root cause can be determined. Conclusion: the anchor c diam.4.0mm self drilling 14mm was confirmed to have difficulty locking into the anchor c cage by sales rep report. Three requests were made for a return of the device but it was never received. A 3 minute surgical delay and no other harms were reported. No lot is known so a manufacturing review was not performed. It was reported that the locking ring was not deformed and also that the inserter guide was used during insertion per the surgical technique.

Event description:
It was reported that the surgeon was at the point where the surgeon was ready to use the screw driver to implant the screw. The surgeon had the low profile inserter on the anchor c implant and started to insert the bone screw in. The screw in question would not seat far enough to lock into place in the anchor c implant spacer. The surgeon said that the ring on the screw head was not allowing him to advance the screw to the final locking position. Therefore the surgeon took out the screw and used a rescue screw with the measurements of 4.0x14.